Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 19-nov-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to pull patient-specific medications. A technical support specialist identified that a large message queue pushed from care fusion coordination engine to the es server during a facility migration caused delays in message processing between the care fusion coordination engine and es application servers, the technical support specialist restarted the messaging service and net. Listener adapters on the es server, which helped resume processing and allowed the queued messages to drain and mentioned that this case was escalated to follow up with pharmacy leadership to resolve this issue. The system functioned as intended after being troubleshot by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es on critical override and the user was unable to pull patient specific medications. There were no adverse events or injuries reported in connection with this incident.